Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device failed to alarm for an arrhythmia. There was no report of actual harm associated with this complaint; however, good faith efforts are being performed for clarification of the event.